Event description:
It was reported that a cartridge with lot 31461 was leaking, which coincided with prolonged hyperglycemia above 180 mg/dl, a peak blood glucose over 400 mg/dl, and device alerts for sustained hyperglycemia; the user switched to cartridges from an alternate box and the issue was not observed afterward. Symptoms included nausea and large ketones. Outcomes included the need for back-up therapy and assistance from a caregiver, without hospitalization or professional medical intervention. Investigation included customer education on potential causes of leaking cartridges and monitoring with an alternate supply. Investigation of this case revealed a suspected cartridge integrity issue consistent with a leaking cartridge, with no ongoing malfunction after changing to a different box. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to the cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.